Manufacturer narrative:
An event regarding crack/fracture involving a accolade c stem inserter was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that as they were cementing in a stem, inserter for accolade c-stem a piece of the metal came off the tip. The resident ran his finger over the tip and cut himself.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that as they were cementing in a stem, inserter for accolade c-stem a piece of the metal came off the tip. The resident ran his finger over the tip and cut himself.